Event description:
It was reported that the right atrial (ra) lead had dislodged due to the patient having twiddlers syndrome. Subsequently the lead was explanted, and new ra lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, and stylet was returned in the lead. Blood/body fluids in the lumen were noted which was likely due to insulation damaged. The helix was retracted and dried body fluid was noted in the helix housing. Melt marks were noted in outer insulation, likely due to explant electro cautery damage. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. The stylet insertion test passed without issue. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead had dislodged due to the patient having twiddlers syndrome. Subsequently the lead was explanted, and new ra lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.